Event description:
It was reported that: the nurse noted that the patient appeared red. The nurse then verified the device settings. The temperature was set for 36.5 celsius, and the skin temperature monitor was reading 36.5 celsius, however a manual temperature reading of the patient indicated the patient's temperature was at 39.7 celsius. The patient was removed from the device. No audible alarms were noted. No patient injury reported.